Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative midshaft periprosthetic humerus. Bone fracture : humerus fracture while inserting im guide. Event is not serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2021 (left shoulder). Treatment: orif (open reduction internal fixation) of humerus.